Manufacturer narrative:
E1 - initial reporter address: (B)(6).

Event description:
It was reported that a delivery shaft fracture occurred. A target lesion was located in the cardiac blood vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During unpacking, outside the patient, it was noted that the delivery shaft of the cutting balloon was fractured. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
B5: describe event or problem updated e1 - initial reporter address: (B)(6). Device evaluated by MFR: visual examination of the balloon identified no damages. The device was returned with a product mandrel. A visual and tactile examination confirm that a break existed in the hypotube along with multiple kinks along both sections of the hypotube break. The break was located at 50.5cm distal to the distal end of the strain relief. No kinks or damages noted on shaft polymer extrusion. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Event description:
It was reported that a delivery shaft fracture occurred. A target lesion was located in the cardiac blood vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During unpacking, outside the patient, it was noted that the delivery shaft of the cutting balloon was fractured. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. It was further reported that the lesion was 70% stenosed and moderately calcified.

Manufacturer narrative:
B5: describe event or problem updated. E1 - initial reporter address: (B)(6).

Event description:
It was reported that a delivery shaft fracture occurred. A target lesion was located in the cardiac blood vessel. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During unpacking, outside the patient, it was noted that the delivery shaft of the cutting balloon was fractured. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure. It was further reported that the lesion was 70% stenosed and moderately calcified.